Event description:
Reporter/patient stated that the eq replacement heads bristles are falling out after using it for a few days. Customer did not have the lot number or the product. This was the 2nd one she had with bristles falling out.